Event description:
It was reported that they sent in a picture of the molded tube on this arctic sun device showing that the tube had been severed (it appeared smooth as if cut). They provided them part number and price for a replacement molded tube. They also suggested this could be a difficult part to replace and may want to consider a depot repair for this. Per sample evaluation results received via task on 19aug2024, it was reported that neutral side connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress. Ac main power switch led burned out during testing.

Manufacturer narrative:
The reported issue was confirmed. Root cause is covered/investigated under CAPA #1405844. The overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology (refer to ac cca power inlet module powerpoint for fishbone diagram). It was concluded that the following was the root cause: supplier ¿ root cause. - inadequate verification and validation activities of the crimping process. - single pull test did not provide stability of process. - evidence was not provided when requested for maintenance of records or crimp tools - no crimp cross-sections provided. The device was evaluated upon receipt. Neutral side connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress. Preventatively replaced power inlet module and the ac main voltage circuit card. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. A DHR review is not required as the complaint is addressed by existing CAPA. The labeling review is not required because labeling could not have prevented this issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.